Event description:
It was reported that the t: slim x2 pump battery would not charge, despite using the recommended charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The customer successfully resolved the issue by using a different charging cable. Technical support arranged for a replacement tandem charging cable to be sent via two-day shipping.